Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) after a procedure and reported that monopolar energy delivery to a handheld laparoscopic instrument did not stop when the tower energy pedal was released. No patient injury was reported and the customer requested a field service engineer (fse) to check the system. The fse was to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a robotic hysterectomy. The customer reported that the surgeon was dissecting when the issue occurred. The customer reported that it was a laparoscopic scissor monopolar cord that was attached, but the customer did not recall which arm the instrument was installed on. The da vinci esu was in use during the procedure and the customer confirmed that they were not using more than one generator during the case. The customer was using a 8mm robot cannula for the procedure. The customer reported that there was no tangle or damage to the cables. In order to resolve the issue, the surgeon had to pull out the instrument while it was still activated due to it not turning off to continue the procedure. The surgeon believed that the event was caused by a bad pedal. When the incident occurred, the monopolar scissor instrument tip was in contact with tissue. There was no unexpected thermal damage to the tissue. There was no procedure delay due to the issue and the procedure was completed robotically. No images or patient demographics were available.